Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type lead.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was reported that the patient was having surgery to change the leads because they feel like someone squeezed a belt around them. The patient reported their stomach was swelled up and they were unable to eat and losing weight. No further complications and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that their issues had not been resolved and that they were in agony.